Event description:
Used higher dose red light mask at home on two separate occasions. Both times after about 4 hours, developed a painful, itching, burning bright red rash on cheeks and across eyebrows. Required high dose cetirizine, famotidine, topical steroids, oral steroids. Rash became sand papery and then bumpy like eczema. Took about 2 weeks to fully resolve. Both times required medical attention.